Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure the catheter was positioned in the left atrium where pulmonary vein isolation, posterior wall ablation, and anterior mitral line ablation were completed, and the catheter was then advanced to the right atrium where a superior vena cava ablation was performed. During catheter retraction into the sheath, resistance was encountered and the catheter became caught on the sheath. Upon removal from the body, the catheter appeared abnormal. The case was completed. No patient complications have been reported as a result of this event..